Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that they did not hear an audible alarm. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
: Data correction to 510k and device identifier. A philips remote service engineer (rse) spoke to the customer and evaluated the ECG strip. They found that the beat labeling on the strip indicated mostly (n) or normal sinus rhythm. There were no (v) ventricular labeled beats, and the rest was artifacts. The rse provided information to the customer explain how to read the rhythm. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the device should have alarm for a ventricular alarm but they did not hear it. The device was in use on a patient at time of event, there was no adverse event reported.